Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('inside hurts/ pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), menorrhagia ("heavy periods/ passing clots/ excruciatingly painful periods with large clots"), migraine ("migraines"), contusion ("body feels big bruise"), bone pain ("bones hurt"), myalgia ("muscle hurt") and dysmenorrhoea ("excruciatingly painful periods"). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, migraine, contusion, bone pain, myalgia and dysmenorrhoea outcome was unknown. The reporter considered bone pain, contusion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, myalgia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('inside hurts/ pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), menorrhagia ("heavy periods/ passing clots/ excruciatingly painful periods with large clots"), migraine ("migraines"), contusion ("body feels big bruise"), bone pain ("bones hurt"), myalgia ("muscle hurt") and dysmenorrhoea ("excruciatingly painful periods "). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, menorrhagia, migraine, contusion, bone pain, myalgia and dysmenorrhoea outcome was unknown. The reporter considered bone pain, contusion, dysmenorrhoea, dyspareunia, menorrhagia, migraine, myalgia and pelvic pain to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.